Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, grandslam; guide cath: profit 6fjl4.0sh, al1.5sh. (B)(4) - re-insertion. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that using a femoral artery access approach during a procedure of the eccentric, mildly tortuous, mildly calcified, 75 % stenosed, de novo circumflex artery predilatation was completed with a tenku balloon dilatation catheter (bdc). The 3.0 x 15 mm xience v stent delivery system (sds) was advanced but could not go further than the proximal area to the lesion. It was noted that the jl 4.0 sh guide catheter was replaced with a al 1.5 sh guide catheter. Resistance was met while advancing the sds inside the al 1.5 sh guide catheter. A grandslam guide wire was inserted to attempt a double wire technique but the sds still could not cross the lesion. The sds was removed without resistance and the stent implant was noted to have flared stent strut. The xience v sds was replaced with a non-abbott stent device. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Device return analysis revealed the stent was dislodged and the balloon was tightly folded. Subsequent information received from the site revealed that the stent was mounted on the balloon after removal from the anatomy, however, the stent was found on the floor and the cause of the stent dislodgement was unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent damage and dislodgement were confirmed. Difficult to position (guide catheter resistance) could not be tested due to the condition of the device. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the (B)(4) xience v everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. [Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or / and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter.]